Event description:
On 2/19: customer reports (B) (6) male having a laser lithotripsy under general anesthesia when fluoro failed. Customer brought portable c-arm fluoro into room and completed procedure. No reported patient injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.